Manufacturer narrative:
This report is submitted on october 11, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a recurrent wound with blistering, swelling and ulceration at the implant site for a duration of 3 years. The first occurrence began in 2014, and the patient reportedly underwent revision surgery in (B)(6) 2014, in order to excise excess skin at the abutment and clean the wound. Due to the ongoing healing issues, the patient was placed under general anaesthesia on (B)(6) 2017, in order to excise additional skin overgrowth at the abutment site. The abutment was removed; however, the implanted fixture remains insitu.